Event description:
Legal representative reported left side capsular contracture baker grade IV and double capsular twisting of the device. Also reported "poor concentration, fatigue/exhaustion, headaches, sweats, skin rashes, and stomach issues, not device related." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
The event of cardiac arrhythmia is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device photo analysis: visual analysis of the photographs identified flat creases, red/white encapsulation and red particles material on the shell/gel. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional additionally reported strong pain due to device rotation, capsular contracture baker grade IV, dizziness and cardiac arrhythmia, strong severe gastrointestinal complaints is not device related and misc symptoms.